Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed damage or anomalies on the device, the pebax was found broken on the tip. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. The pebax broken was not reported by the customer. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: if the radiofrequency (rf) generator does not display temperature, verify that the appropriate cable is plugged into the rf generator. A manufacturing record evaluation was performed for the finished device 31047879l number, and no internal action was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure with a qdot-micro, uni-directional, d curve, c3, split handle and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the medical team identified that there was no impedance on the device. The medical team switched to a like device and continued the procedure to completion. No patient consequences were reported.